Event description:
It was reported that through remote transmission, the device was in backup vvi mode. During a first attempt to restore the device, a message popped up for loss of wireless communication. Second attempt was performed and the device download was performed successfully. The asymptomatic patient was stable before, during and after the event.